Manufacturer narrative:
(B)(4).

Event description:
(Os 17.789). The dentist reported 20 days after the dental implants was installed in intraoral region #12 it was verified its non osseointegration. Thirty two ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).